Manufacturer narrative:
The ge service representative conducted an onsite investigation. The bios battery was replaced. The cord strain relief was reseated. The system was configured. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.